Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a paddle lead replacement procedure and was doing well post operatively. The explanted paddle lead was discarded.